Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity." Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found component to be within appropriate design specification. The root cause of the event could not be determined due to insufficient information. The following sections could not be completed with the limited information provided. Date of event - unknown, date implanted - unknown, date explanted - unknown. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-04255 / 04256).

Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient was revised on an unknown date due to dislocation. The modular head, liner and locking ring were removed and replaced.